Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the pump was dropped in the toilet approximately 3-4 months ago. The customer stated that a few weeks ago the screen was unresponsive and the pump might be responsible for high and low blood glucose (bg) levels. The customer did not report high and low bg readings. The customer's bg level at the time of the event was 203 mg/dl. Troubleshooting with tandem customer technical support (cts) was performed. Cts offered troubleshooting for her low and high bg's, but customer declined due to deeming it is a pump issue and already had talked to the field and health care provider. Cts advised customer to call tech support or get into contact with her hcp if there is still concerns with her bg's. The customer reported that manual injections would continue to be used for alternate insulin therapy.